Event description:
The international technidyne corporation (itc) cuvette used for point-of-care testing the international normal ratio (inr). The lot used first gave an inr of 2.2. The patient presented with (myocardian infarction (mi) days later with inr of 1.9. The lot used may have reported higher than actual result and may have contributed to the mi.======================manufacturer response for hemochron jr. Pt cuvette j201, hemochron jr pt cuvette (per site reporter)======================a clinical escalation team has been created to review each case.